Event description:
Dr. Was doing a laparoscopic cholecystectomy and needed the maryland laparoscopic sealer/divider. We opened it and it wouldn't grab thicker bites of tissue. It would make a clicking noise and not hold/grasp.